Manufacturer narrative:
The device manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
A user facility reports an iris burn due to an irrigation issue that occurred while experiencing a tubing malfunction. No additional anesthesia or medication was necessary, but there was slight inflammation and the surgeon placed a stitch and patched the eye until the next day. The patient is okay. Post op vision was 20/40.

Manufacturer narrative:
The product was returned in a plastic bag. The tubing with spike was connected to the bss bottle have been used. A functional test was performed using a stellaris elite system. The bss bottle was drained in the cassette during the functional test. The assembly primed, irrigated and aspirated as intended. In addition, the irrigation flow was challenged using three methods of control - the touch screen on/off switch, the foot controller on/off switch and the pinch clamp on the tubing. The irrigation started and stopped when prompted by all three methods. The returned product while used and dirty, performed as intended during functional testing, giving no indication that would support any condition that would lead to the reported complaint for a burn. The root cause is unknown/inconclusive since the reported problem could not be reproduced. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.